Event description:
During a lap cholecystectomy procedure, as the clip advanced to the distal tip, it comes off automatically without being fired. No patient consequences. Case completed with another device of the same product code. One device returning.